Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to inappropriate shocks. During a replacement procedure of an implantable cardioverter defibrillator (ICD) this lead exhibited borderline readings for thresholds and r-waves. The physician elected to replace the lead with a new endotak lead.